Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491772, expiration date 11/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.

Event description:
Customer received a result of 6.7 mmol/l on the aviva system and a result of 13.0 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.